Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and a call tech support error message was observed on the screen of the receiver. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hardware error code on (B)(6) 2014. No injuries or medical intervention were reported. Dexcom technical support advised patient to reset the device on (B)(6) 2014, but it was unsuccessful.